Manufacturer narrative:
Corrected information: h6 (annex e and f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16oct2023. The procedure involved vascular intervention. Upon advancement of the stiffened cannula into the femoral artery, the outer cannula's hub separated. The groin access site was scarred. The device was not advanced or removed through a previously placed closure device. A new set was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: d9, h3 summary of event: as reported, during an unknown procedure, the hub separated from a micropuncture transitionless stiffened cannula access set's cannula. Additional information was received (B)(6) 2023. The procedure involved vascular intervention. Upon advancement of the stiffened cannula into the femoral artery, the outer cannula's hub separated. The groin access site was scarred. The device was not advanced or removed through a previously placed closure device. A new set was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), specifications, a personnel interview, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device instructions for use states "upon removal from package, inspect the product to ensure no damage has occurred." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU and complaint history suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient's scarred access site likely contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = inventory this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the hub separated from a micropuncture transitionless stiffened cannula access set's cannula. Additional information has been requested.